Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/31/2018, that on (B)(6) 2018, transmitter was not working. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. A transmitter functional test was performed and passed. The reported event of transmitter not working was not confirmed. The probable cause cannot be determined.